Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial#: (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with neurostimulator (ins) for complex reg pain syndrome type I, spinal pain, non-malignant pain and complex reg pain syndrome type I. The caller reported overstimulation and loss of therapy. Patient started to feel discomfort with stimulation on in 2016 (pt stated the past couple of months) por on the recharger (B)(6) 2017 (pt stated the past couple of days). Patient started to have more pain in (B)(6) 2017 and tried to restart (B)(6) 2017 but it did not work. Patient had an appointment last week doctor told patient to contact the rep direct.